Event description:
It was reported to philips that the flexvision pc was unable to install software on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc no hdd and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).